Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, retroperitoneal hematoma, death. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after a diagnostic coronary angiogram to assess heart function before repair of an existing brain aneurysm. Reportedly, the clip did not deploy but remained on the distal end of the device. After the procedure, a retroperitoneal hematoma developed and the pt expired. Info provided to abbott vascular indicated that percutaneous cannulation was high and difficult, requiring the assistance of the smart needle vascular access device. No additional info was provided.

Manufacturer narrative:
(Against IFU): the starclose instructions for use (IFU) indicate under the "warning" heading that a high stick, reported in the complaint as "the percutaneous cannulation was high", may result in a retroperitoneal hematoma, and the starclose device should not be used in such an instance. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.